Event description:
Customer's mother reported her son had high blood glucose with keytones. The mother stated she had to deliver a manual injection for her son. The son's blood glucose was 442 mg/dl. The mother also stated her son only had trace amounts of keytones. Troubleshooting found the customer's insulin pump was working as designed. The mother also stated the cannula was not occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).